Manufacturer narrative:
The manufacturer received information alleging a two test steps (control flow sensor and obm air flow sensor) had failed during preventative maintenance on the device. The device was no in patient use at the time of this issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed on the device. The system error log was reviewed and there were no significant errors located in the error log. The device was tested and there was no fault replicated at testing on the device. The device passed the full test performed on it. Additional findings not related to the malfunction/issue was damage to the front enclosure case, handle, oxygen (o2) housing, and the top plate. These parts were replaced to address the issues that were found during service of the device.

Event description:
The manufacturer received information alleging a two test steps (control flow sensor and obm air flow sensor) had failed during preventative maintenance on the device. The device was no in patient use at the time of this issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.